Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that when attempting to treat the right superior pulmonary vein during a farapulse procedure to treat an atrial fibrillation, a farawave catheter was noted to have an inverted spline. The physician attempted to reset the splines, and upon pulling the catheter into the sheath, resistance was noted, warranting the physician to stop pulling the catheter into the sheath. The catheter was replaced, and the procedure was completed. No patient complications were reported. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Investigation results: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of difficult to withdraw and spline inversion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence.

Event description:
It was reported that when attempting to treat the right superior pulmonary vein during a farapulse procedure to treat an atrial fibrillation, a farawave catheter was noted to have an inverted spline. The physician attempted to reset the splines, and upon pulling the catheter into the sheath, resistance was noted, warranting the physician to stop pulling the catheter into the sheath. The catheter was replaced, and the procedure was completed. No patient complications were reported. The catheter is not expected to be returned for analysis as it was disposed. It was further reported that there was resistance noted when the catheter was pulled back into the sheath. Once inside the sheath, no resistance was felt. The catheter appeared fully undeployed when being resheathed. It was returned straight in a neutral position before the physician sheathed. The catheter was able to be pulled fully into the sheath.